Event description:
It was reported the patient¿s pump was implanted last week and last night, the pump beeped. There were 3 beeps just once at 2am and it had not beeped since. It was thought to be the critical alarm. Since implant the patient has had a headache at the base of the skull where her neck met her skull through her eyeballs. The patient also had nausea. The patient had migraines and this headache was not a migraine. When the patient had migraines, she would projectile vomit. The patient had to take zenaden to eat when she could keep food down. It was noted the patient fell a lot. The system was being used to deliver baclofen. Additional information received reported that the patient has not had a fill since implant ((B)(6) 2014) and was not sure what was in the pump. The patient stated she has been waiting for the manufacturer¿s representatives to call. The patient stated that she was in the hospital september through october. The implant healthcare professional (hcp) ¿left right after implant¿ and the substitute hcp reportedly cut her oral medications without adjusting the pump. The hcp ¿was to be tweaking up the medication and suddenly cut the oral pain meds and within 5 days she had a relapse.¿ the pump was used to infuse baclofen (unknown). No outcome was reported for this event. Follow up was being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).